Event description:
It was reported that during a sling procedure, the pink finger pad fell off into the vaginal incision. This was noticed at the end of the case, when the surgeon started suturing the incision. The finger pad was easily retrieved by hand with no pt injury or adverse outcome. The case was completed successfully.

Manufacturer narrative:
Portions of the actual device involved in this event were returned for evaluation. The three parts (inserter, release wire, and finger pad) were received separated. No non-conformities could be detected. The device was used, and is covered with blood. As the device was used, no functional test could be performed.